Event description:
It was reported that the bone repositioning instrument snapped at the thread/shaft, while the surgeon was manipulating the maxilla.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed. The visual investigation revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread was not returned for investigation because the broken off fragment remained in the patient. The breakage surface shows the appearance of a ductile forced rupture caused by bending overload. Furthermore, the laser weld seams at the thread area and at the handle area were correctly performed and are intact. Based on investigation, the root cause of the broken off tip of the repositioning pin was attributed to a user related issue. The thread breakage was caused by the action of too high bending forces during application. Indications for any material or manufacturing related problems were not determined in the investigation. Therefore no further action is required at this time.

Event description:
It was reported that the bone repositioning instrument snapped at the thread/shaft, while the surgeon was manipulating the maxilla.